Event description:
Caller reported a cgm error, indicating an issue with the continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Customer service provided complete pump reset instructions and guided the caller through the reset process, after which the error code did not reappear, and the caller successfully started their sensor session.